Event description:
Caller reported that a pump display was frozen. There was no adverse impact to the customer's blood glucose level. The caller contacted technical support, received instructions to reset the pump, and successfully resolved the issue by performing the reset.